Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. It was noted that there was some extension of the ivc filter outside of the inferior vena cava wall. There were no other issues with the device or any other patient complications.